Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted on the proximal seal, and tearing was noted on the distal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the atrial fibrillation procedure, air was aspirated from the sheath. After inserting the sheath into the right atrium and before introducing the catheter or transseptal needle, negative pressure was applied for flushing and air was aspirated. Repeated attempts were made to remove the air with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.